Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power on. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. Upon eval, the monitor would not power on and the battery connector (j1) on the defibrillator board was found to have a broken pin. The cause for the inability to power on is likely the broken battery connector. The root cause of the damaged battery connector cannot be positively determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the defective connector. The last pt to use the battery pack did not report any issues.